Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead is severely kinked with all wires broken at approximately 18cm from the stimulation end. The lead was another kink with some wires broken approximately 14cm from the stimulation end. Conclusion -the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system which included one percutaneous lead and an ipg on (B)(6) 2006. It was reported the patient presented to the clinic reporting a loss of stimulation. Examination of the patient's system found that all contacts on the patient's percutaneous lead were invalid. The lead was explanted and returned to the manufacturer for analysis. The patient received a new lead. Follow up on the patient found no further issues reported.